Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stalled while attempting to interrogate an implantable cardiac device. The caller inquired as to whether this was an indication that the programmer required a software update. The call taker suggested that the user should contact their sales representative to acquire a software universal serial bus (usb) for the programmer. In addition, it was suggested that the user check the software distribution network (sdn), and if the issue remained the programmer should be returned for service. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that the programmer software was updated and the issue was resolved. If the problem re-occurs, the caller will return the programmer for service.